Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include muscle pain, vomiting. In addition the patient reports they were unable consume food or fluids. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated intravenous fluids and insulin. The patient was in the emergency room for 12 hours.